Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple non-sustained rv oversensing was observed on stored egms. Patient was asymptomatic. Oversensing was not reproducible in clinic with isometrics. Review of session records revealed myopotential oversensing. Programming changes were suggested.